Event description:
The customer reported that while the unit was in use on a pt, the unit failed to autofill and displayed frequent leak alarms. Therapy on the pt was discontinued. No pt injury was reported.